Event description:
Dr was trailing a cautery instrument that a sales rep had brought in. The instrument should burn just at the tip but this particular instrument was activated the entire length. The pt suffered a burn on the surface of their liver.